Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. The low glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, customer experienced symptoms descried as confusion and "urinated on himself", and was unable to self-treat, requiring treatment of oral glucose by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. The low glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, customer experienced symptoms descried as confusion and "urinated on himself", and was unable to self-treat, requiring treatment of oral glucose by third-party. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. The low glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, customer experienced symptoms descried as confusion and "urinated on himself", and was unable to self-treat, requiring treatment of oral glucose by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) was updated based on extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Adc attempted to replicate the user complaint on a samsung device with fsll version 2.5.3.6373 and was able to successfully receive glucose alarms using a retained libre 2 sensor. No issues with the librelink app were identified. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.